Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 44 mg/dl. The cause of the low bg was unknown. The customer mentioned they went to the emergency room (ER) on (B)(6) 2023. The customer did not provide how the low bg was addressed, but they did mention they fell and damaged their legs. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.